Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was unable to perform displacement test due to missing retainer. The pump was received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. The insulin pump has a crack in the case and a crack is also on the reservoir ring. The insulin pump will be replaced. The insulin pump will be returned for analysis.